Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead was explanted due to oversensing and high pacing impedance greater than 2000 ohms. No adverse patient events were reported.

Manufacturer narrative:
(B)(6) 2017 - we received a device evaluation. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection revealed abrasion marks along the lead body and a damaged insulation approx. 18.5 cm distal to the is-1 connector pin. In that section, the outer conductor coil was found fractured, which can be considered to be the root cause for the issues mentioned in the complaint description. This broken contact in the conductor coil to the ring electrode was confirmed during the electrical analysis. Thus the stimulation impedance could not be measured. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Furthermore, cuts in the insulation were observed which occurred most likely during the extraction procedure. During the mechanical analysis a stylet intended for use with the lead was inserted but could be advanced only 18.5 cm towards the tip of the lead due to the deformed inner coil. Thus the functional test of the helix fixation mechanism was not properly feasible. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.